Event description:
Hill-rom rec'd a report from the account stating the bed exit is not working. The bed was located at the account in room 109. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed's scale had been zeroed with the pt on the bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician zeroed the scale to resolve the issue. Based on this info, no further action is required.